Event description:
Reporter alleged obtaining high blood glucose results for two weeks on her advantage system and when going to a routine doctor appointment obtained discrepant comparative values. Reporter stated obtaining a glucose result of 263 mg/dl on her system compared to the doctor's measurement of 104 mg/dl when testing was performed within 5 minutes. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.